Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation corrected data: b3 ¿ blank- event date unknown additional data: h3, h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The reportable malfunction was confirmed, however, the foreign material could not be identified. Based on the results of the investigation, a definitive cause could not be determined and the foreign material could not be identified. No probable causes could be identified based on no damage observed on the device and the following customer follow up response: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: the a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing IFU is followed. There were no abnormalities in the accessories used for reprocessing. The event can be detected/prevented by following the instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 3 cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the air/water tube, cylinder, and elevator channel plug. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.